Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the battery cap was able to fully tighten onto the pump. There was no evidence of battery life alarms outside of normal use of the pump observed in the black box or alarm history. There was evidence of partially discharged batteries being installed observed in the pump's black box on (B)(6) 2015. The pump's current draws were within specifications. There was no evidence of moisture or loose components inside the pump. Unrelated to the alleged issue, the display screen was found to be dim and discolored.